Event description:
The patient reported that following implant of the lead, she went back into surgery to have a lead revision to reposition the lead. The patient also had a blood transfusion. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.